Event description:
It was found during a programming history review that the patient's device had high impedance during a system diagnostic test. No additional relevant information has been received to date.